Event description:
It was reported that this recently implanted right atrial (ra) lead has possibly dislodged. Additional information provided advised atrial intrinsic amplitude was out-of-range, thresholds have increased, and undersensing was observed on the presenting electrogram (egm). The physician ordered a chest x-ray to confirm if a lead reposition will be needed. At this time, the lead remains in service. No adverse patient effects were reported. Additional information provided advised the ra lead was explanted and replaced successfully. The ra lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.